Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4). The cardiac resynchronization therapy defibrillator (crt-d) was returned. No analysis was performed as reported allegations of infection with sepsis were known inherent risk of device.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was part of a system revision due to infection with sepsis. Reportedly, the system was explanted due to a known pocket infection from an undetermined date. There were no additional adverse patient effects reported. The crt-d was explanted.